Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the tip hood part damaged. The issue occurred during set up. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. Correction: g4 - PMA/510(k) #. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely the ceramic insulation at distal end was broken off this was caused by a component failure of the sheath. This symptom occurs due to degradation and impact by the repeated use. The cause of the damage is likely deterioration over time. Olympus will continue to monitor field performance for this device.